Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue that orders were not crossing. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over due to server issue. A technical support specialist assisted and confirmed that the order were crossing over the machine. The system functioned as intended after a technical support specialist troubleshot the device.